Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged. The manufacturer representative stated that the patient noticed that they couldn¿t communicate with the ins a couple of months prior to the date of this report. It was noted that the patient hadn¿t charged or used the ins in over two years. The manufacturer representative mentioned that the patient was contemplating having the ins replaced. No patient symptoms were reported and there were no complications. Indication for use is lumbar radiculopathy. Additional information received from the representative. It was reported that the patient noticed they couldn't communicate with the device approximately three months ago. They also mentioned that they hadn't used the device for approximately three years. The patient's device was replaced on (B)(6) 2018 due to it being near their replacement time anyway. No further complications reported.